Manufacturer narrative:
Complaint (B)(4): a date of the event could not be obtained from the customer. We only recently received samples from the customer for evaluation. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states blue tops being underfilled. They have had random fills with (B)(4). They have confirmed with staff that they did draw a discard tube when using a butterfly and that the patient did not have blood flow stop. When asked if phlebotomists are holding the tube in the holder with their thumb until the tube is completely filled as per IFU, the customer responded that as far as they know their staff is following good collection practices when filling the tubes. It is occurring with random phlebotomists as well as nurses that perform line draws. In their ER they did notice this first and their phlebotomists have also mentioned that they have had some blue tops being underfilled. If they had to guess 1-2% in a case that they receive are underfilling. They wish they could give a more accurate percentage but they do not see all the tubes that are underfilled and then thrown away by staff. Customer provided photo displaying how much under the fill arrow the tubes are underfilling.

Manufacturer narrative:
Received one sealed rack of 454334/b210137e for evaluation. Received customer picture. We have no remaining inventory of this material/batch. We have no further complaints on this material/batch. A check of production and maintenance records revealed no deviations in relation to the reported event. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations noted. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. All tubes tested filled within the +/-10% tolerance range. The event could not be duplicated. Corrected data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.